Manufacturer narrative:
(B)(4). Batch # m9218c. Investigation summary: the device was returned with the upper jaw detached and not returned and the I-blade upper tip was broken (lifted). The device was connected to the generator and it was recognized. Because the jaw was detached, not all functional testing could be performed with the generator. Therefore, we were also unable to investigate further the transection issue and instrument error reported. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch history record was reviewed and no defects, nc¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a gastrectomy procedure, the probe was being used for mobilization of the omentum and the probe did not cut properly. After few seconds, an instrument error occurred in the machine. There was no reported patient consequence.